Event description:
It was reported the patient came to clinic and drops in speed were noted. Log file review was requested which revealed speed drops lower than the low speed limit associated with power elevation while on mobile power unit (mpu) power. It was noted that short to shield or something passing through the pump were possible causes. The driveline was noted to be "pretty intact" with no kinks, bends or cuts noted. Manipulation of the driveline could not reproduce the alarm. The patient noted the event occurred while they were sleeping and moved from one side to the next. The cause of the elevated pump power was not identified. The patient did not experience any symptoms. As the alarm was unbale to be reproduced with manipulation of the driveline, the patient was sent home with a power module and an ungrounded patient cable and told to communicate any future alarms with the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files confirmed the reported low speed events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 23apr2026 through 29apr2026. Low speed events were captured on 26apr2026 while the patient was connected to the mobile power unit (mpu). No other notable events or alarms were captured. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU rev. A and heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.